Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a reported granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of inflammation, skin irritation and use of device issue: "indications: juvéderm® voluma® with lidocaine is an injectable implant intended to restore volume of the face. Precautions for use: juvéderm® voluma® with lidocaine is not indicated for injections other than subcutaneous, upper-periostea, or into the deep dermis. The technique and depth of the injection vary depending on the area to be treated. Do not inject more than 2 ml per treatment area during each session. There is no data available regarding the safety of injecting greater amount than 20 ml of allergan dermal fillers per 60 kg (130 lbs) body mass per year. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use-posology: this product is designed to be injected into the deep dermis, subcutaneously, or in the upper periostea by an authorised medical practitioner in accordance with local applicable regulation. In order to minimise the risks of potential complications and as precision is essential to a successful treatment, the product should be only used by medical practitioners who have appropriate training, experience and who are knowledgeable about the anatomy at and around the site of injection. Juvéderm® voluma® with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured."

Event description:
Healthcare professional reported injecting a patient with 15.0-20.0ml of unspecified juvéderm® voluma® in the penis. The patient developed a granuloma. Healthcare professional noted what treatments to provide based on their experience (hylase and steroids), but there was no indication that treatment had been provided to the patient. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: the healthcare professional clarified that they were not the injecting physician and that the patient was injected with 10.ml of juvéderm® voluma® with lidocaine in the penis and again a month later with 5.0ml of the same product in the same area by another injector. Six months later, the patient developed a granuloma that was "quite large." Patient was treated with kenacort a40 and hyalase on 3 occasions. The patient still has a "few lumps but was improving." This is the same event and the same patient reported under MDR ID #3005113652-2017-00134 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, the first injection of juvéderm® voluma® with lidocaine.